Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 18 applications were performed with the returned balloon catheter without any system notices on the date of the event. The sheath was not returned and there was no indication of a product malfunction. Clinical issues (pericardial effusion, hypotension) were encountered during the procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a completed cryoablation procedure, a pericardial effusion was observed as well as a decrease in blood pressure. Noradrenalin and dopamine were administered, and drainage was performed. The blood pressure increased, and the patient remained stable following the intervention. No further patient complications have been reported as a result of this event.